Event description:
It was reported that insyte-w winged yel 24ga x 0.75in was damaged. The following information was provided by the initial reporter: eleven months after breast-conserving surgery for right breast cancer, the patient was found to have a mass in her right breast and was given levofloxacin lactate and sodium chloride injection intravenously for anti-inflammatory treatment 2 days later. The nurse found that the needle core of the trocar was pierced out of the needle sheath when administering venipuncture on (B)(6) 2021, resulting in fluid leakage, so the needle was changed for further puncture. 2021-4-6 received an update from the sales representative, and the incident description was updated as follows: when using the insyte needle, the nurse of breast surgery found that there was sunken in the catheter, which was not used by the patient and caused no other adverse reactions.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that insyte-w winged yel 24ga x 0.75in was damaged. The following information was provided by the initial reporter: eleven months after breast-conserving surgery for right breast cancer, the patient was found to have a mass in her right breast and was given levofloxacin lactate and sodium chloride injection intravenously for anti-inflammatory treatment 2 days later. The nurse found that the needle core of the trocar was pierced out of the needle sheath when administering venipuncture on (B)(6) 2021, resulting in fluid leakage, so the needle was changed for further puncture. 2021-4-6 received an update from the sales representative, and the incident description was updated as follows: when using the insyte needle, the nurse of breast surgery found that there was sunken in the catheter, which was not used by the patient and caused no other adverse reactions. D.1. Medical device brand name: insyte-w winged yel 24ga x 0.75in. D.3. Medical device manufacturer: becton dickinson medical (singapore) (tuas). D.4. Medical device catalog #: 381312. D.4. Medical device lot #: 0029794. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device expiration date: 01/31/2025. G.1. Manufacturing location: becton dickinson medical (singapore) (tuas). G.4. PMA / 510(k)#: k151698. H.4. Device manufacture date: 1/29/2020. H.6. Investigation: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and automatically rejected by the inline tip spear vision inspection system. The needle pierced through catheter could also occur during product application when the product was manipulated. As no photos or samples were returned for evaluation, the actual root cause could not be established. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ insyte catheter was damaged. The following information was provided by the initial reporter: eleven months after breast-conserving surgery for right breast cancer, the patient was found to have a mass in her right breast and was given levofloxacin lactate and sodium chloride injection intravenously for anti-inflammatory treatment 2 days later. The nurse found that the needle core of the trocar was pierced out of the needle sheath when administering venipuncture on (B)(6) 2021, resulting in fluid leakage, so the needle was changed for further puncture. ************************************************************* on 2021-4-6 received an update from the sales representative, and the incident description was updated as follows: when using the insyte needle, the nurse of breast surgery found that there was sunken in the catheter, which was not used by the patient and caused no other adverse reactions.